Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was for unable to implant. Final analysis found that as received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.